Event description:
Additional information was received that at the most recent follow up visit the health care professional (hcp) contact boston scientific technical service (ts) to inquire about programming options to alleviate the patients symptoms when pacing occurs. The hcp changed the programming on the device to dddr and increased the anti tachy pacing (atp) outputs so that it would no longer pace in the ventricle but still be able to shock if needed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead post implant had increased impedance measurements. One check the impedances were normal, then the every so often the impedances would jump to 1800 ohms. It is unknown if there is a connection issue. As a result a chest x-ray was taken which indicated that the lead was in the same position as it was at implant. Thresholds were stable after implant and they now have risen as well. The leads sensing measurements are all within range. This patient does not tolerate pacing very well, and at times pacing sends the patient into brief runs of non sustained ventricular tachycardia (nsvt). At this time, the physician believes that this patient's heart is to sick to do any more testing, and will further evaluate at the next follow up visit in a month. To date, no adverse patient effects have been reported.

Event description:
New information became available that this patient's system was explanted and replaced with a bi-ventricular pacing system.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was returned about 7 years after explant. This report is being submitted to report analysis results.